Event description:
It was reported to boston scientific corporation that an obtryx halo single sling system device was implanted in 2006. (Exact date unknown). Post-procedure, the patient reported dyspareunia, and presented with exposure and banding of the sling at the urethra. Approximately two centimeters of the mesh was removed in (B)(6) 2013. (Exact date unknown). The patient was reported to be "doing well" at the conclusion of the procedure.